Event description:
It was reported that a patient underwent dental surgery procedure on (B)(6) 2024 and suture was used. During the procedure, the suture suddenly broke when the doctor was tying the knot, which prolonged the patient's consultation time and had a poor consultation experience. Another device was used to complete the surgery. There were no patient consequences reported. Additional information was requested however no additional inform ation could be provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees, that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: (01) gtin is unavailable, therefore, the full UDI is currently not available h6 component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received later a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: were there any patient consequences? * were there any unexpected outcomes, complications, or changes in the patient¿s postoperative care due to the prolonged procedure? --contacted with the sales rep today via phone, please refer to event description and other information requested is unknown.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees, that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: g1 (manufacturing site name and address).